Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two photos were provided for further evaluation. Visual evaluation confirms that the capillary was used as it was filled with blood. The capillary was also detached from the capillary hub. The second photo confirmed the item and batch number. As no sample was provided for evaluation, the exact root was unable to be determined. The actual defective device is a valuable tool in investigating the cause of this incident. A review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. Additionally, the manufacturer evaluated their production processes and were unable to identify a process that would create this defect. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "one of our medics placed an IV on a patient this morning while I was in the room, she had no problem placing it. The IV site was in the antecubital and the patient's arm was completely straight. The patient was not moving. The medic did not meet any resistance when placing the IV. When she went to flush the line with normal saline (about 3 mls) she noticed a lot of saline and blood coming out around the insertion site. She called me over to look at it. I asked her if it was the insertion site or the catheter leaking. She pulled the catheter back a bit so the hub (yellow part of IV) wasn't directly up against the skin and flushed again. This time we both could clearly see it was coming out between the hub and catheter. I told her to pull the IV out and place a new one. When she did that only the hub ( yellow part) was in her hand. The actual catheter portion was still in the patient's vein. It was out far enough that she was able to pull the catheter out with her fingers."

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.